Event description:
Company advised three weeks after incident that patient had become caught between siderails and mattress. Patient was in a "belt" restraint at the time of incident, siderails up. Following incident, patient was moved to ICU, intubated and placed on another hill-rom product.